Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a no delivery and motor error alarm from the insulin pump. The customer's blood glucose level was 123 mg/dl. The customer stated that she disconnected and rewound and primed and went through and programmed another bolus and received a motor error. The customer was advised to return the pump with the battery and to zero out the basal rates.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.